Event description:
It was reported that removal difficulties and stent damage occurred. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the stent strut was stuck in the guide catheter and the stent strut became deformed. The device was removed. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).